Event description:
On 7/26/10: customer reported (B)(6) female, pt, was undergoing a CT abdomen. A disposable syringe was filled with contrast and the technologist insists the line was cleared and she followed protocol. IV site was right antecubital area with a 22ga saf-t-intira syringe. Injection protocol of 2.5ml/sec for 50ml. During the injection, an emboli was noted in the heart of the images. The embolism resolved on its own within approximately 10 minutes. The pt was discharged from the facility. Radiologist indicate approximately 10cc of air was seen on the scans. Pt was positioned on the left side for about 15 minutes, then re-scanned to evaluate the chest. Radiologist reports the air had completely resolved, pt showing no symptoms or signs of distress and felt fine. Pt discharged with no further treatment or instructions.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.